Event description:
The complainant has reported that a patient (age and gender unk) underwent a therapeutic procedure on 29 aug 2006. It was reported that during the procedure "the cutting wire was broken". Additionally, they reported no fragments of the device were left in the patient. The procedure was completed with a different device. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
This device has not been received by this MFR. An eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.